Event description:
Received notice of complaint concerning above product via product complaint form filed by facility. Reports a "crack noted in the arterial line pump segment." 11/5 director of nursing not available. 11/12-spoke with director of nursing regarding event. Reports that the leak occurred 2 hrs and 45 mins into the treatment. The reported blood loss was approx 50cc, from a "crack or a split in the pump segment." The line was discarded on the day of the event and the lot number is unknown. The pt was stable and no medical intervention was required. A medwatch form has been filed due to blood loss only.